Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report #3005099803-2008-01631 for a description of the other device. A hydrajagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (gender, age, weight unknown). According to the complainant, approximately 2mm of the coating "bunched up" and the wire remained intact. There were no patient complications reported with this event.

Manufacturer narrative:
No device evaluation was performed as product was not returned. A device history record was performed and no anomalies were noted relevant to this complaint.